Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacer-dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) presented at the emergency room (ER) after receiving a shock. Review of device electrograms (egm) found noise, reproducible with pocket manipulation, on the right ventricular (rv) channel. Tachy therapy was programmed off. An x-ray was taken which indicated potential clavicular/first-rib crush of the non-boston scientific rv lead. The field representative reported that there were pacing pauses on the egm, but did not specify the duration. A boston scientific technical services (ts) representative went over the egm with the physician and discussed that electrocautery protection mode should be programmed on during a procedure and following the lead revision, settings in the vt-1 zone could be reviewed. No adverse patient effects were reported. A revision procedure was planned for the following day.